Manufacturer narrative:
Components also explanted: pxc121200j/13749565. UDI:(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On b)(6) 2015, the patient underwent an endovascular repair of an abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses. The final angiography revealed a type ii endoleak of unknown origin. The physician elected to monitor the endoleak and the patient reportedly tolerated the procedure. During a follow-up visit on an unknown date, it was noted that the type ii endoleak persisted. This reportedly resulted in aneurysm enlargement (amount unknown). On b)(6) 2019, a conversion was performed to repair the endoleak and the gore® excluder® aaa endoprostheses were explanted. The patient tolerated the procedure.